Event description:
It was reported that the patient had an inappropriate shock due to p-wave oversensing via a reduction in the intrinsic ventricular morphology. The sensing vector at the time of the shock was set to the alternate vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.